Event description:
It was reported that during implant, the right ventricular (rv) lead had high rv coil impedance. The lead was repositioned and the high impedance remained. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.